Event description:
It was reported that during an l.a.r. Procedure, the device would not fire. After changing the reload the device fired normally, but the staple line was incomplete. A new instruemnt was used to complete the case. There was no patient consequence.